Manufacturer narrative:
Results: actual sample was received for investigation. The returned sample showed the reported defect. Checked the defect sample, found in prn cap and paddle hub joint a filamentous foreign bodies from operator clothing fibers. Bd was able to duplicate or confirm the customer¿s indicated failure mode. DHR was performed and no abnormality related to the defect, no abnormality of sterilization process was recorded. The test of bi aseptic test passed and the eo residue test passed.

Event description:
It was reported that a nurse found foreign matter on a bd intima ii¿ IV catheter while finding difficulty with rotating the needle prior to use. There was no report of injury or medical intervention.